Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, completely broken off reservoir tube lip, missing reservoir tube o-ring and cracked reservoir tube.

Event description:
Customer reported via phone call that the insulin pump had physical damage. Customer's blood glucose value was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.